Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06509. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasps were returned fractured.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual device received. Device was returned and examination of the returned part determined that returned tibial articular surface provisional (tasp) exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed and is fractured on the medial side of post, all pieces returned. Also cracked on lateral side of post. The device was manufactured in september, 2012 and had an unknown frequency of use. Device history record (DHR) was reviewed with no deviations identified. The fractured tasp component in this complaint was manufactured before the CAPA (B)(4) design modification. The root cause is considered to be design deficiency. CAPA (B)(4) investigation into this issue detmined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.